Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016, to report that the patient experienced a hyperglycemic event on (B)(6) 2016, resulting in medical intervention. Patient's dexcom receiver reported a "high", and was taken to the hospital by family. Patient's dexcom continuous glucose monitor (cgm) reading was 600mg/dl at the time of the reported event. Patient was transferred to another hospital at 8:00 am where he received treatment. Patient was given insulin and ativan for treatment of hyperglycemia. At the time of contact, patient was still in the hospital and reported that his current condition was stable. No additional event or patient information is available. There was no alleged malfunction against the device. The complaint states that the patient experienced hyperglycemia, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hyperglycemia.